Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 53 mg/dl. Customer was treated with intravenous fluids to address the bg; the customer could not recall what type of fluids. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was wearing the pump positioned more than 12 inches above their infusion set. Tandem technical support educated the customer on pump position recommendations.